Manufacturer narrative:
Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. The device was not returned for evaluation, as it was infected with endocarditis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry, it was learned that a 25 mm mitral valve was explanted after an implant duration of 1 month due to endocarditis. The explanted valve was replaced with a 25 mm mitral valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry, it was learned that a 25 mm mitral valve was explanted after an implant duration of 1 month due to acute bacterial endocarditis and vegetations, calcification, dehiscence, and perivalvular leak. The explanted valve was replaced with a 25mm mitral valve. Per medical records the patient presented with sob, cardiogenic shock, mitral valve endocarditis, septic cerebral emboli and aflutter. The patient had bilateral foot ulcers on admission, wounds growing gpc, and pseudomonas, blood cultures were positive for staph epidermidis resistant to oxacillin. The patient was started on vancomycin. Due to cardiogenic shock an iabp was placed. A tee showed mitral valve endocarditis with dehiscence. The patient underwent redo-mvr. The mitral valve was infected with bulky vegetations, it was rocking with separation from the annulus. The 25mm mitral valve leaflets were noted to open and close appropriately. On pod #2 iabp was removed. The post-op course was complicated by prolonged ards in the setting of sepsis and pulmonary edema in the setting of cardiogenic shock and heart failure decompensation. The patient was discharged on pod #20. Per pathology report benign fibrous valve with fibrin, calcification and granulation tissue were noted.